Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the touch screen display to correct the reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The touch screen display was analyzed and found in system logs, the 75 error was found indicating the failure occurred in the field. Upon visual inspection, no issue was found that would relate to the complaint. The unit was installed onto the golden system where the unit functioned as expected, no errors were found in the error logs. Calibration was done with no issue, it was responsive. The system ran ten power cycles but the reported complaint could not be triggered. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report error 75 on the touchpad for patient side cart (psc). Tse had site do a hard restart of the psc after site did several restarts with no change. Tse had site target to move the boom further out for the case. The procedure was completed with no reported injury.